Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) occurred during initial drain was not confirmed due to a lack of sample. No root cause has been identified. Home patient (hp) stated there was a lot of air in the patient line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted (B)(4) services regarding a low drain volume alarm on the homechoice (hc) machine during initial drain. The technical service representative (tsr) explained the alarm. The hp stated she had air throughout the patient line. The hp confirmed she already called her son to come set the hc up with new supplies. The tsr assisted the hp to end therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.